Event description:
A trilogy evo ventilator was reported by the patient's family that the ventilator began alarming for "ventilator service required" and did not stop alarming. There was no harm or injury reported. The philips sale representative (psr) requested the family to replace the device with the back-up trilogy evo o2 ventilator, and the family did so. The psr then visited the patient site and replaced the subject device with a device of the same model (trilogy evo). The subject ventilator was returned to the manufacturer's service center for evaluation. During an operational check, ventilator service required alarm occurred. The error log was checked and confirmed occurrence of e-384 which indicates the device software has detected a large pressure drop between the monitor and outlet pressure sensors. After conducting an internal inspection, contamination was confirmed in the air supply pathway. Components of the air supply pathway, including air inlet foam filter and particulate filter, were replaced due to the contamination. Per the device service manual, the following parts were replaced: system printed circuit board assembly, blower assembly. Machine flow sensor, 3 way solenoid valve, proportional valve, muffler assembly, tubing ¿ system printed circuit board assembly, after component replacement, the device passed final testing and was confirmed to operate properly.